Event description:
Smiths medical int'l ltd, has been notified of an event that cuff leakage was found after in use for five hrs. The tracheostomy tube was pretested per the instructions for use. No adverse outcome to pt. Event occurred in another country.